Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur, and the customer was instructed to continue using the pump. The customer understood and acknowledged the guidance to call back if any malfunction code recurred.